Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that possible noise associated with respiration was observed on the device. The noise was reproducible in clinic. The device was reprogrammed and the issue was resolved.